Event description:
It was reported the pt (B)(6) experienced ineffective stimulation. Reprogramming at maximum amplitudes was unsuccessful in addressing the issue as the pt did not feel relief. X-rays were ordered as the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.